Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Event description:
It was reported that the patient received a shock and anti-tachycardia pacing (atp) for a tachycardia episode. Far field r-wave (ffrw) sensing was occurring on the right atrial lead and the device sensitivity to atrial sensed (as) events was decreased, but ffrw sensing continued. The device was explanted and replaced and the right atrial lead was capped. No further patient complications have been reported as a result of this event.